Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5715760 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female who had a 350cc mentor memorygel breast implant placed experienced right sided rupture and bilateral capsular contracture (baker grade unknown) post procedure. The rupture was diagnosed at the physician¿s office, with mammography, and with magnetic resonance imaging. As a result, explant and replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2022. The right sided rupture was reported initially under 1645337-2022-06463 on (B)(6) 2022. On july 5, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.